Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance and the battery impedance value was beyond the expected upper range.